Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ also, tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer filled the cartridge with cold insulin and did not perform the air extraction technique. Customer's blood glucose (bg) level was impacted; however, the exact value was not provided. The contact could not provide how bg level was treated.